Event description:
Boston scientific received information that this right atrial lead exhibited dislodgement. The patient underwent a surgical procedure and the lead was capped and a new lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.